Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse performed troubleshooting that included tightening roller tubing, adjusting buffer dispense nozzle, replacing mixing bar, sodium electrode, potassium electrode and chloride electrode. The fse returned the following day and replaced the buffer valve. System performance was verified and no further issues were reported. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).